Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in a clear plastic biohazard bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved could not confirm the report as it was described. All components were not included in the return (only 1 catheter was returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. Powder was not present around the nozzle of the device, on the catheter, or within the tray. The co2 cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator confirm the device was of the current design. The foam was correctly oriented within the handle. The device was tested with a new co2 cartridge and activation knob. There was an immediate burst of powder upon activation and sprayed as intended. An audible sound of co2 escaping was noted when the device was activated and the switch in the "on" position. The device was also tested with the returned catheter and the device sprayed as intended through the catheter with occasional small bursts of powder escaping at rest. After a few sprays the sound of co2 escaping, and small burst of powders stopped. Another new activation knob and co2 cartridge was used, and the device spray as intended without the previously noted unexpected small bursts of powder or sound of co2 escaping. The device was disassembled, and the tubes were disconnected for removal of any powder. Loose powder was present in the front tube connecting the on/off valve to the powder chamber and back tube connecting the powder chamber to the low-pressure valve. No clogs or hard clumps were detected. A visual inspection of the powder chamber center cannula and hole in the bottom of the powder chamber showed it to be clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. The device history record contains a nonconformance that could potentially be related to unable to spray. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved could not confirm the report as it was described. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. However, a potential internal clog may have caused the system to remain open resulting in initial puffs of powder and co2 escaping and which may have cleared as the device was sprayed during testing. A corrective action was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. The device history record contains a nonconformance that could potentially be related to unable to spray. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd) procedure for a duodenal ulcer with exposed bleeding vessel, the physician used a cook hemospray endoscopic hemostat. It was reported that hemoclips were placed but not holding, subsequently hemospray was attempted to be applied. 7fr set hemospray was set up and used per protocol, but when the red button was suppressed no powder came out. A second hemospray kit was opened and used successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.